Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent has been implanted to treat a malignant stricture in the descending colon during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during procedure, the stent was halfway deployed when it suddenly slipped from the delivery system and fully deployed not in the target location. Reportedly, the stent remains implanted, there was no attempted to remove the mis-deployed stent and another wallflex colonic stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent has been implanted to treat a malignant stricture in the descending colon during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during procedure, the stent was halfway deployed when it suddenly slipped from the delivery system and fully deployed not in the target location. Reportedly, the stent remains implanted, there was no attempted to remove the misdeployed stent and another wallflex colonic stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1484 captures the reportable event of stent prematurely deployed. Product investigation results: a wallflex colonic stent delivery system was received for analysis; the stent was not returned. Visual examination of the returned device identified a severe kink in the proximal end of the outer sheath at 3 inches from the exterior tube handle. The clear outer sheath and the inner member at the distal section were kinked. No other issues were noted on the device. The damages noted on the returned device were consistent with the application of excessive force during use. The investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.